Manufacturer narrative:
Additional information manufacturer's investigation conclusion: the reported event of a loud humming noise coming from the motor as well as the motor feeling warm was not confirmed. The centrimag motor (serial #: (B)(4) was not returned for analysis. Provided information indicated that there were no alarms present during the reported event and the flow from the device was unchanged. The humming was resolved after 10 minutes. The motor reportedly felt warm. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the nurse heard a loud humming sound from the patient's centrimag motor. There were no alarms and the device flow was unchanged. The humming resolved after 10 minutes. The nurse reported the motor felt warm but not hot. The patient had been on bivad support for over 30 days. The motor in question was the motor for the lvad. Both the console and the motor were exchanged. No further information was provided.